Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8141365. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. 2 retained samples were tested for leakage with no non-conformity found. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had leakage. The following was reported, "it was found leakage at leakage at y-connector, then changed a new one."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had leakage. The following was reported, "it was found leakage at leakage at y-connector, then changed a new one."